Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - code b23: the device has not been returned. Therefore, analysis was not possible. H6 - code b15: a video snippet was provided. Evaluation has not been completed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, during treatment of a thoracic and abdominal aortic aneurysm, a hfan 8fr x 70cm cook sheath was used to advance a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) over a cook 0.035" rosen wire. The viabahn® device was intended to be implanted in the patient's renal artery. However, when the deployment line was pulled during deployment, the first layer of the deployment line unraveled. The viabahn® stent remained constrained as the line did not start the release of the viabahn® stent. It was reported the the viabahn® device was removed through the delivery sheath, and no additional device was required. After the procedure was completed, the patient continued recovery in the ICU for close monitoring.